Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of auto mode switch and noise was observed on the device. Patient was asymptomatic. Oversensing was suspected due to intrinsic cardiac signal but unsure of the origin. Programming changes were made. No further information available.